Manufacturer narrative:
A ge rep evaluated the system and performed filament and generator calibrations. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported that system is displaying an ma error. No pt injury was reported.